Event description:
The following was reported by the pt: (B)(6) 2001 - the pt was implanted with a kugel mesh during left inguinal hernia repair procedure. (B)(6) 2005 - the pt began experiencing pain in the area of the previously placed mesh. On (B)(6) 2012 - the pt underwent open mesh explant procedure. The pt reported the md performed a bowel resection and a removal of a fistula involving the mesh. A permanent colostomy was created. The pt went to a rehab facility for recovery and has been discharged home.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt reports undergoing an explant where a fistula was excised. Although medical records have not been provided, the product's instructions for use identify fistula info as an known adverse reaction. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.